Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had an error e216 (scope communication error code). The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: d4, g4 the device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: incompatible scope error - e315. Based on the results of the investigation, it is likely the following led to the malfunction: an image incompatible scope error e315 occurred due to liquid immersion in the scope connector. The most probable cause of this complaint was component failure. However, a root cause for scope communication error code e216 could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.